Manufacturer narrative:
Findings: unit received with blank display and constant tone due to corroded electronic assembly. Corroded motor assembly noted during visual inspection. Unable to perform functional test including displacement test, rewind, basic occlusion, occlusion, prime, and excessive no delivery alarm test due to blank display. Unit also received with minor scratched lcd window, scratched reservoir tube window, and cracked reservoir tube lip.

Event description:
The customer reported via phone call indicating that the insulin pump had moisture damage. Customer's blood glucose at time of incident was 355 mg/dl. Customer insulin pump was exposed to ocean water. The customer stated he ran in and forgot it was on. Customer stated the pump display went blank immediately after pump expose to moisture. Customer stated that constant tone is occurring. The customer was advised that the device would be replaced. The customer was advised to revert to a backup plan. The customer reported via phone call indicating that he was hospitalized due to high blood glucose. Customer's blood glucose at time of incidents was 355 mg/dl. The customer was admitted to the hospital. Customer was wearing the pump at time of hospitalization. The customer was advised to discuss with health care provider at the emergency room visit about getting a backup plan for the night.